Event description:
An unknown size racer biliary stent system was inserted into a pt for the treatment of a renal artery lesion. The vessel morphology and the percentage of the stenosis are unknown. The lesion was pre-dilated with an unknown size balloon. It was reported that the stent would not cross through a very tight lesion and when the physician pulled it back to remove it from the pt the stent came off the balloon. The stent was removed from the pt with the use of a snare. The physician completed the case by changing access sides and two other stents were deployed at the target lesions. No additional clinical sequelae were reported. The delivery system was not returned to medtronic.